Event description:
It was reported that patient underwent primary hip surgery in (B)(6) 2008. A revision surgery performed in (B)(6) 2012, due to pain. Only the cup shell was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Implant date - (B)(6) 2008 (exact date unknown). Explant date - (B)(6) 2012 (exact date unknown). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA

Manufacturer narrative:
Surgeon returned item because after removing the cup, he noticed the coating had come away from the cup. Evaluation showed the implant to be in reasonable condition following an implantation period of four years. Evident scratching may be due to third body wear, had the coating definitely come away from the substrate prior to the extraction of the shell. Manufacturing history confirms the roughness of the blasted surface met specifications at the time of manufacture. Pull-off testing carried out at the time of manufacture also gave values which exceeded those required by the process specification. It is unknown if the coating had already come away from the acetabular shell during the initial operations for the implantation of a bi-metric stem, magnum head, or wires around the femur. It is possible that the bond strength of the bone to the coating exceeded that of the coating to the shell and hence the coating was left adhered to the bone when the shell was removed. Although this cannot be confirmed, the absence of any burnishing or backside wear suggests that the shell was not loose prior to removal. As a result of the observations and considerations to both pull off and roughness values, a definite reason for the failure of the coating cannot be determined without further information.